Event description:
The patient reported that after being released from the hospital. She was getting out of the car and twisted the wrong way. The stitches came out and the implantable neurostimulator (ins) came out of the pocket. A revision occurred and they had to move the ins from the right to the left side. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v911221, implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type: lead. (B)(4).